Manufacturer narrative:
(B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system, a false negative result was obtained. No report of adverse or injury.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system, a false negative result was obtained. No report of adverse or injury.

Manufacturer narrative:
H.6. Investigation summary: a complaint of "negative samples after 2 days" was received against bactec (B)(6) instrument material number: (B)(4), serial number: (B)(6). A bd remote assistance associate communicated with the customer and provided the workflow instructions; thus, the issue was resolved. Instrument was found to be functional, and the customer started using the instrument for regular use. This is an unconfirmed complaint, and the root cause was unable to be determined. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. No new trends, risks, or hazards were identified as a result of the complaint. H3 other text : see h.10.